Event description:
According to the reporter, during the laparoscopic nephrectomy procedure, air leaked during the operation, the user checked the product and the seal was damaged. The fragments of the seal have fallen into the cavity and were retrieved by forceps. The procedure was completed with another device. No harm was caused to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted; the circular seal was cut. A piece was returned in a small sample bag. The envelope seal and cannula appeared intact. Pmv performed functional testing: the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.